Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer's bg level ranged from the 200-300's (mg/dl) range and was addressed by administering a manual injection. The customer reported that the issue was able to be resolved by reloading the cartridge and obtaining an accurate fill estimate. On the day of the reported event, the customer loaded a cartridge with 250 units of insulin, and the customer received a fill estimate that was significantly lower than expected. Then, the insulin gauge decreased from the lower value until an empty cartridge alarm occurred. Subsequently, the customer reported using cold insulin on various occasions. Tandem technical support educated the customer to use room temperature insulin per labeling instructions. The customer reloaded the cartridge successfully and received an accurate fill estimate.